Event description:
Boston scientific crm received information that the patient with this cardiac resynchronization therapy defibrillator passed away. The patient's physician did not feel that the device caused or contributed to the patient's death in any way. However, the device had to be deactivated in the funeral home in order for the device to be safely removed. Upon interrogation, a yellow alert box detected that end of life (eol) had been reached on (B) (6) 2010. Following this, another yellow alert box appeared warning of a possible device malfunction with a fault code of 01. The device had a battery voltage of 2.56v and a charge time of 45.1 seconds. The last device follow-up had occurred on (B) (6) 2009, and only atr events had been stored since then. No ventricular events were detected. The patient was 0% atrial paced and 100% right ventricular and left ventricular paced. The device was removed and returned for analysis.

Manufacturer narrative:
To date, the device has not been received at boston scientific crm. Upon receipt, the device will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device revealed that there was no indication of abnormality or mishandling on the surface and/or on the header of the device. A review of the device memory revealed that the device had declared end of life (eol) due to an extended charging time. The longevity calculator indicated that the device did meet the minimum longevity expectation. Electrical testing verified that the device was functioning properly and all lead impedance measurements were within their normal range. The device was also capable of delivering both brady and tachy therapies as programmed. Analysis has concluded that the device was performing normally and the eol declaration and the generation of the fault code noted in the field was due to a long charging time that was likely caused by lower body temperature due to the patient's death.